Event description:
A positive culture on a stem cell apheresis collection. Positive in the anaerobic bottle- gram positive cocci in pairs eventually identified as streptococcus parasanguinis. A second sample was sent the following day, but this was from a frozen sampling of that collection. It was negative. Patient also had peripheral blood samples sent for culture which were negative.